Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20000 mcg/ml fentanyl at a dose of 2500 mcg/day via an implantable pump for non-malignant pain. It was reported that the hcp performed a refill and everything went well. The hcp easily accessed the pump and got what was expected. The hcp stated that 5 minutes after the refill the patient complained of dizziness and had to be given narcan. The patient was taken to the emergency room (ER). When the hcp removed the needle, the patient complained of some burning, but had no difficulty refilling. The hcp confirmed the programming and no problems were found. The hcp asked if there were any complaints or problems with leakage of medication from the reservoir. The symptoms were considered a sudden change in therapy/symptoms. The event date was stated (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies. Correction to conclusion code as conclusion code 22 did not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jul-10. The patient had a refill appointment on (B)(6) 2017. The patient¿s vital signs were as follows: temperature was 97.2 degrees f, blood pressure was 126/85 mm hg, pulse was 88 bpm regular rhythm, and the patient¿s height was 60 inches. The patient¿s pain level was at an 8 on (B)(6) 2017. It was reviewed that there were no changes in the location and quality of pain. The patient described lower left extremity (lle) radicular pain and back pain that traveled into the lower extremities (les). There was discussion on maybe lowering the pump after the patient recovered from knee surgery. The patient also had her left hip/bursa injected by ortho. The patient stated the pain did subside, but it was slowly coming back. The computer calculated 24.5 ml of residual. The intrathecal pump reservoir was then emptied and 26 cc of clear, colorless residual fluid was extracted from the pump. After attaching the syringe of the new medication to the pump tubing, the hcp opened the clamp and the plunger of the syringe was noted to descend by virtue of the negative pressure previously introduced. The reservoir was refilled with 40 cc of the patient¿s medication. The patient¿s neurological and motor status was at baseline at the time of discharge, but walking out of the exam room the patient started to complain of feeling lightheaded and dizzy. The hcp assisted the patient to a chair in the waiting room and then it quickly became apparent the patient was not mentating correctly. The hcp called 911 and requested assistance from the medical director who was in house. The hcp attached a o2 saturation monitor and o2 thru a mask. The nurse placed an intravenous (IV) line. The patient never stopped breathing, but her o2 saturation was initially in the 70s and increased to the low 80s with supplemental o2. The paramedic arrived quickly and administered narcan, which did arouse the patient. The hcp went to the hospital and it was decided to remove whatever medication was in the pump and turn the pump down to minimal rate. The hcp removed 39 cc of clear, colorless solution from the pump. The pump calculated 40 cc of residual in the pump, so they were off by 1 cc. The hcp was not sure how this leaked subcutaneously when everything else went into the reservoir. The pump was refilled with 10 cc of preservative free normal saline 0.9% and set the pump to minimum rate. The plan was for the patient to remain in the hospital overnight. The patient had a narcan drip going in the emergency room (ER), which would remain until the patient stabilized. The patient was alert and somewhat oriented when the hcp saw her in the ER. The plan was stated as the patient would remain in the hospital until stabilized. The hcp discussed with the hospitalist about possibly supplementing the pain with the fentanyl patch if necessary where the pump would not be helping the patient¿s lumbar radiculopathy anymore. The dizziness had been resolved. Prior to the hospitalization the medication was 20,000 mcg/cc fentanyl at a dose of 2501 mcg/day with the infusion rate of 0.13 cc/24 hours. The patient activated dose was 301 mg over 5 minutes every 4 hours with a max of 3/24 hours. The patient activated dose was decreased on (B)(6) 2017 to 201 mg over 5 minutes every 3 hours with a max of 3/24 hours. The elective replacement indicator (eri) was at 23 months. While in the ER, normal saline 0.9% was placed into the pump at a dose of 0.005 mcg/day at an infusion rate of minimum rate. The patient activated dose was not active. The patient¿s medication list included tramadol hcl 50 mg oral tabs (1 orally once to twice a day), tramadol hcl ER 200 mg oral xr24h tab (1 tab twice a day for chronic pain), cyclobenzaprine hcp 5 mg oral tabs (1 orally twice to three times a day), lidocaine-prilocaine 2.5-2.5% ext crea (apply ¼ size amount to affected area up to three times a day), intrathecal fentanyl 20,000 mcg/cc, calcium (calcium carbonate) 600 mg tabs (1 tab 4 times daily), vitamin d 50000 unit caps (ergocalciferol) once a week, trileptal (oxcarbazepine) 300 mg oral tabs, risperdal 2 mg oral tabs, trazodone hcl 50 mg oral tabs (2 orally every night), and gabapentin 300 mg oral caps (3 times a day). The patient¿s allergies included cortisone, compazine, depo-medrol, and latex. The preoperative diagnosis prior to pump analysis, reprogramming, and refill was stated as lumbar radiculopathy. It was stated that the patient had piriformis syndrome. The patient would be having a total knee replacement (tkr) on (B)(6)_ 2017.